Event description:
It was reported the patient's first stimulator was ¿bad to begin with¿ and the patient had it for three years. The patient would throw up ¿all the time¿ and the battery was stated to be ¿bad.¿ it was noted that the leads and the device were not working. In the past, it was indicated that a CT scan had ¿messed up¿ the device. Being around a microwave also caused issues. The device had since been replaced. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.